Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant the patient presented to the clinic with lead perforation. The right atrial (ra) lead had perforated the right atrium and caused tamponade. The ra lead was repositioned from the lateral wall to the appendage and remains in use. No further patient complications have been reported as a result of this event.